Manufacturer narrative:
No product was returned for evaluation. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a blood glucose (bg) level of 341 mg/dl after changing the infusion set and site earlier in the day. The user reported announcing a meal to address the elevated bg. A confirmatory fingerstick reading showed a bg of 222 mg/dl. During the call, the user¿s bg levels began to decrease.